Event description:
The user facility reported a 85yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that 1 hour post explant of the pump, the patient developed neurological deficits and was diagnosed with a cerebral vascular accident (cva). The patient had a thrombectomy performed in the "pca". The patient's neurological function returned to baseline thereafter. There was no product problem reported.

Manufacturer narrative:
The investigation into the post explant cva has been completed. The device was not returned for evaluation. As the cva occurred post explant, the relationship between the cva and impella cannot be confirmed. The root cause of the cva could not be determined. The instructions for use for the related adverse event: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ the failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.